Manufacturer narrative:
Correction to h6: patient code from asystole to bradycardia. If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted due to noise, oversensing and pacing inhibition. A new ra lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted due to noise, oversensing and pacing inhibition. A new ra lead was implanted and remains in service. No additional adverse patient effects were reported.